Manufacturer narrative:
The explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during a routine device check for this subcutaneous implantable cardioverter defibrillator (s-ICD), a red warning screen was displayed on the programmer for a battery depletion (bd) error. The battery percentage was 37% currently, and had been 41% approximately four months ago. Device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely and device replacement was recommended. The root cause could not be identified based on data review, and future behavior of the device cannot be predicted. The device was explanted and replaced ten days later. No additional adverse patient effects were reported.